Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they received change sensor alerts with three different sensors. With the fourth sensor, the customer stated that the readings were constantly showing below 4.0 mmol/l and it kept suspending the insulin pump but the blood glucose level was normal above 6 mmol/l. The sensor would be replaced and returned for analysis.